Event description:
It was reported that "revised because acetabular component loosened."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available a supplemental report will be issued.